Event description:
A "frozen screen" occurred: red light but screen completely frozen: the customer stated that it all started with a "access too negative" alarm which progressed to a "filter is clotting" then "filter is clotting" alarms. They said they tried to turn the machine off but it didn't turn off so they unplugged it. They then moved it to another room as that they could troubleshoot it away from the patient. They plugged it back in and it was still at the frozen screen they then unplugged it again and manually removed the set using the tool on the back of the machine.